Event description:
During an intertrochanteric fracture procedure, the compression nut cross-threaded on the trochanteric fixation nail (tfn) screw inserter/extractor. The surgeon was unable to advance the lag screw any further. Although the lag screw could not be advanced further, the surgeon was satisfied with its placement. The procedure was completed without any additional time. This complaint is on the compression nut.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been retrieved and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The subject device was received with the nut jammed on the inserter. After the removal of the nut, it was found that the thread flanks of the nut, as well as those of the inserter were partially damaged, which makes a proper function of the thread impossible. The damages observed were caused post manufacturing, as the coating was inexistent. We assume that some residues on the thread flanks caused this damage during use. Afterwards, it was impossible to determine from where the residues came on the thread. This complaint is indeterminate from a manufacturing standpoint.